Event description:
The reporter stated that reporter did meter to lab comparison tests, within 10 minutes. Reporter's meter reading was 425mg/dl, using venous sample. The lab result was 294mg/dl. Reporter did not have any symptoms. A control solution test was out of range (no numbers given.) The reporter stated that reporter testing results had been over 400 and hi for a week. On follow-up, the reporter corrected the testing info initially reported, to the above. Reporter stated that the doctor "suggested a little more insulin" based on the lab test results. No harm was alleged.